Manufacturer narrative:
(B)(4) d10 - concomitant devices - unknown persona tibial tray catalog #: ni lot #: ni, unknown persona femoral component catalog #: ni lot #: ni g2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision fifteen (15) days post-operatively to address infection. Only the articular surface was replaced. Attempts have been made; however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h4, h6, h11. Device history records were not reviewed as the event was determined to be unrelated to zimmer biomet devices. Review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there were no indications of product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.